Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results obtained from level 1 of non-vitros biorad lot 45960 control using vitros na+ slide lot 4233-1119-5897 on a vitros xt 7600 integrated system. Biorad level 1 control results of 152.0 and 165.1 mmol/l vs. The expected result of 117.4 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a non-patient quality control fluid. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment ra606102.

Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from level 1 of non-vitros biorad lot 45960 control using vitros na+ slide lot 4233-1119-5897 on a vitros xt 7600 integrated system. The assignable cause of the higher than expected biorad level 1 control results was an instrument related performance issue. The results of a diagnostic within-run precision test used to assess instrument performance was outside of acceptable guidelines indicating the vitros xt 7600 system was not performing as intended. An ortho field engineer performed the service actions of cleaning the tip locator, re-adjusting v-bearings, pm incubator ring stopping, performing dispense blade adjustments, replacing the microslide metering proboscis and performing metering adjustments towards the tip locator. Post service diagnostic vitros na+ within-run precision testing was within acceptance guidelines indicating ortho service actions returned the vitros xt 7600 integrated system to intended performance. A vitros na+ slide lot 4233-1119-5897 performance issue cannot be completely ruled out as a contributor, the customer stopped using this slide lot during the investigation and put an alternate vitros na+ slide lot into use (lot 4240-1126-8620). Acceptable post service performance was obtained using vitros na+ slide lot 4243-1066-3980. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with na+ slide lot 4233-1119-5897.